Manufacturer narrative:
One device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection was performed during the investigation. Visual inspection show the device's downstream occlusion seal was cracked. The downstream occlusion seal was replaced.

Event description:
It was stated that the device has cracks. The event occurred during routine preventive maintenance inspection. There was no patient involvement, and no patient harm/adverse event reported.